Event description:
It was reported that a large volume folfusor delivered medication 12 hours faster than expected. The device was infusing 60ml of fluorouracil dissolved in 180ml of 0.9% normal saline solution. The expected flow rate was 5ml/hr for 48 hours. The device completed infusion in 36 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 28, 2014-october 29, 2014. The device was received for evaluation. Visual inspection did not reveal any signs of physical defects. A flow rate test was performed. The device performed within the desired specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.